Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2022, the patient's spouse reported that the patient experienced inaccurate cgm values. The event occurred after sensor insertion on the abdomen, and the patient had no symptoms prior to the event. Patient passed out and fell on the floor. The spouse then called ems (emergency medical service) and the patient was transported to the ER (emergency room) via ambulance. The bg (blood glucose) finger stick value was 40 mg/dl, and the cgm value was 400 mg/dl. She was given glucose tablets and her blood sugar was monitored at the ER. Although the patient had fallen, she sustained no serious injuries. She was also diagnosed at the ER with a uti (urinary tract infection) and treated with antibiotics. The patient was discharged to go home 5 hours later in stable condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.